Event description:
It was reported that there was an increase in the right ventricular (rv) lead's impedance and threshold. The lead was capped and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.